Event description:
During the surgical procedure, it was found that the lv and the ra lead were pulled back all the way into the pocket. The rv was found disconnected from the ICD. All three leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing and undersensing during an atrial noise reversion episode were observed. An in-clinic sense test measured low r-waves. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.